Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "balloon asymmetrical" is confirmed; however the balloon met dimensional specifications. The returned device passed functional and dimensional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that "the balloon inflates not consistently". There were no patient complications reported.